Event description:
It was reported that during follow up, t-wave over sensing was noted. Reprogramming was recommended. The patient¿s condition is fine after the event.

Manufacturer narrative:
(B)(4).